Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 1254370: (B)(6): a020501 difficult to open or remove packaging material. Device not returned to device analysis. Even though there was 1 additional complaint of a020501 difficult to open or remove packaging material for this lot number, the device has not been returned to confirm the event or to detect a potential workmanship. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 (v6.0). The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a020501 difficult to open or remove packaging material. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "the inner box stuck and they had a very hard time getting the implant out". Device remains implanted.